Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs #2937457-2014-00180, 00181, 1225714-2014-00333, 00334, 00335 and 00336.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary event on or about (B)(6) 2011, and subsequently expired on (B)(6) 2011 after the use of the product.